Manufacturer narrative:
A ge svc rep performed an on site investigation. The boards were reseated and the lemo connector was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys had a communication failure error message. This error may result in a sys lock up, no boot, or shut down situation. There is no report of injury or death associated with the event described in this complaint.